Event description:
It was reported that an unspecified administration set had a broken blue slide clamp. The set was being used with an infusion pump. The customer stated that the "blue slide clamp broke off in the keyhole of the ... Pump" patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.